Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2016 with the following findings: two cs052 alarms observed in history on complaint date. Pump powers on correctly; no power interruption was duplicated during investigation. No moisture observed in battery compartment or under display lens. Cracked battery compartment below grip pad to case seal. Bolus button cover is damaged in center; still functional leak test failed due to display lens leak. Opened pump, no evidence of moisture damage found.